Event description:
Philips received a complaint from the customer on the v60 indicating that the device was showing a lot of errors. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their unit was showing error codes. A field service engineer (fse) went onsite and confirmed the reported issue. The fse performed a replacement of the power management (pm) printed circuit board assembly (pcba) for the error codes. The customer also stated that if the unit requires further repair outside of the pm pcba for other error codes, then they would repair it themselves. The fse replaced the pm pcba to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.